Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry, with residue/debris on the product. Visual inspection found the lens haptic bent, and residue/debris throughout the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, lens rotation, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with lens rotation, blurred vision, an enlargement of pi was performed and then the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.